Event description:
The medtronic neuro technology sales rep reported for the neuro-otologist that during an acoustic neuroma procedure, the bur tip broke off while drilling on the mastoid bone. The tip was retrieved from the pt drape. The pt was not impacted, nor was surgical intervention required.

Manufacturer narrative:
Three attempts were made to have the drill bur returned for eval. The product has not been returned by the filing date of this report. A review of the device history record for the reported lot found no discrepancies. A review of the complaint history found that it is the first report on this product and lot.